Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. During troubleshooting with the manufacturer's field service engineer (fse), the unit was powered on in ventilation mode to zero out he pressure transducers; however, this did not resolve the issue. The customer was advised to replace the data acquisition pcba and the fse discussed the installation process. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed pressure accuracy testing (set at zero with a reading of 73). There was no patient involvement.